Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A photo of the product was provided and examination of the picture determined that the infero-anterior and inferolateral side of tibial component has cement and bone ingrowth over the cement. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical product: persona fixed bearing articular surface, cat#: 42511400510 lot#: 62810742. Persona all polyethylene patella, cat#: 42540000032 lot#: 62623733. Persona posterior stabilized femoral, cat#: 42500006401 lot#: 62644439. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that the patient was revised to address pain and tibial loosening. Attempts have been made and no further information has been provided.